Event description:
It was reported that the user developed pink eye after using contact lenses that had been cared for with consept 1-step product. The user went to see the ophthalmologist, and medication prescribed calmed the eyes. However, after treating a different set of lenses with the same consept 1-step solution, the user's pink eye recurred. No further information was provided. This report is for the tablets. A separate report is being submitted against the solution.

Manufacturer narrative:
Section a2, a3, a4, and a5: unknown, as information was requested but not provided. Section b3 - date of event: unknown, as information was requested but not provided section d4 - lot #: unknown/ not provided section d4 - expiration date: unknown, as product serial number was not provided. Section d4 - UDI #: unknown, as product serial number was not provided. Section d6a - implant date: not applicable. The device is not an implantable device. Section d6b - explant date: not applicable. The device is not an implantable device. Section h3 - the device was not returned for analysis. The lot number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.